Manufacturer narrative:
It was reported that a patient underwent a pfo closure and was reported to have expired on an unknown date. A more comprehensive assessment could not be performed as the device status is not known. The device lot/batch number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient's relevant comorbidities and pre-existing medical conditions were not known. The exact cause of death cannot be determined from the available information. Based on the limited information received, the cause of the reported patient death could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death: the death date was estimated as (B)(6) 2024 as it was reported to have occurred on an unknown date, and the event was reported to abbott in 2024. B3 - date of event: the event date was estimated as 01 january 2024 as it was reported to have occurred on an unknown date, and the event was reported to abbott in 2024.

Event description:
It was reported that on an unknown date, a 35-25mm amplatzer talisman pfo occluder was implanted. On an unknown date, the patient passed away.